Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's implantable neurostimulator (ins) and part of the extensions were explanted due to the occurrence of erosion and an infection at the ins site. The lead/extension connection was preserved. It was noted that the issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.